Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported but the patient suspected that it was due to a patient tube accident (further described as accident with the tube which came apart). It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment with unknown antibiotics for the event of peritonitis. On an unreported date, the dianeal therapy was discontinued and the patient was switched to hemodialysis (hd). At the time of this report the patient outcome was not reported and the patient remained on hd therapy. No additional information is available.

Manufacturer narrative:
(B)(4) 2017. Should additional relevant information become available, a supplemental report will be submitted.